Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had high blood glucose of 425 mg/dl. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.